Event description:
A site biomed representative reported that, while in a cranial procedure, the navigation system became unresponsive after being on approximately 30-40 minutes. The site launched the synergy cranial application, loaded the patient exam and left the navigation system on at the registration screen for approximately 30-40 minutes. When the surgeon attempted to register the patient, the system was on the blue logo screen, and was found to be unresponsive. In trouble-shooting, the site re-booted the cranial application and successfully registered the patient. Delay in surgery was approximately 5 minutes to re-boot the software. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. On 07/14/2015 a medtronic representative performed two navigation system check-outs, all areas passed in both tests. System performed as intended. Return requested. Replacement computer shipped to site 07/21/2015. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Suspect computer returned and evaluated: during testing computer hardware functioned properly. Computer passed phd testing.